Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic for routine follow-up. Upon device interrogation, it was noted that the right ventricular lead exhibited several noise reversion episodes; which were reproduced with isometrics. All other electrical values were stable. No intervention was performed. The patient was in stable condition with no complications as a result.